Event description:
Caller states that during correlation of the coaguchek test system, the following coaguchek s/coaguchek xs results were obtained: 3.0 inr/2.2 inr -2.2 inr/2.9 inr. No action was taken based on device results. No adverse event reported. Comparison performed at a medical facility. Requested return of suspect test system, however, caller refused return/replacement.

Manufacturer narrative:
This medwatch report is for the suspect device in the coaguchek s system.